Event description:
It was reported that device detachment occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 6frx11cm .035 gw super sheath introducer sheath was selected for use. During the procedure, initial resistance was felt upon inserting the device into the vessel. An extra effort was perform upon advancement of the sheath and a possible kink at the proximal to the hub were noted. After completing the initial aortogram, the physician was about to proceed in changing the 6fr introducer sheath in order to advance a longer non-boston scientific sheath, but upon retrieval resistance was felt again. Upon pulling, the device broke and the distal part remained inside the patient vessel. A small open surgery was done to remove the distal part of the device. The procedure was completed with a different device. No further patient complications were reported and patient was expected for full recovery.